Event description:
It was reported that the patient experienced a loss of therapy following an accident, which occurred one year after implant. The system was interrogated and there was no effect on stimulation. Impedance measurements greater than 4,000 ohms were measured on all electrode combinations. A revision surgery was conducted. Perioperative testing directly on the lead found there were good responses on all electrodes. A new extension was connected and tested via the extension connectors and good responses were observed. After connecting the extension into the neurostimulator impedances were greater than 4,000 ohms. The physician was unable to replace the neurostimulator with another neurostimulator of the same model as there were no new model 3023 devices available. A new neurostimulator, model 3058, was connected to the lead and perioperative tests showed impedances within normal limits. It was reported that there was no patient injury. No additional information regarding the patient's outcome was available.

Manufacturer narrative:
Extension: model 3095-10, (B)(4) implanted: 2010 explanted: (B)(6) 2011; extension: model 3095-10, (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Manufacturer narrative:
Analysis of neurostimulator model 3023, serial# (B)(6) showed no anomalies. The neurostimulator was visually and functionally okay. There was a good stable output on all electrode pairs and normal impedances were observed. Analysis of extension model 3095-10, serial# (B)(4) showed no anomalies. Functional testing showed acceptable continuity and no shorts between circuits. Set screw #3 was missing. Analysis of extension model 3095-10 serial# (B)(4), showed no anomalies. Functional testing showed acceptable continuity and no shorts between circuits.